Event description:
Collet, polyaxial seat, and rod came off of the head of the polyaxial screw.

Manufacturer narrative:
The batch file was reviewed, and all certifications were present, no non-conformances were noted during the inspection. From a visual inspection of the returned parts, the collet tore and allowed the seat to pull off of the head of the screw. The surgeon was using a distractor on the screws when the damage occurred. There was no harm to the patient, but there was additional surgical time due to the need to remove & replace the damaged screw.